Manufacturer narrative:
A product investigation was completed: the complaint condition for the 357.394 lot number u136312 17.0mm cannulated drill bit was likely caused by over four years of consistent use and possibly the application of too much force during surgery; however, this complaint is not likely a result of any design related deficiency. Per the technique guide, the 357.394 17.0mm cannulated drill bit is an instrument routinely used in the titanium trochanteric fixation nail system. The device was returned and reported to have broken during surgery. This condition is confirmed; the proximal quick coupling tip has broken off of the remainder of the drill bit. It is likely that four years of consistent use has caused the cutting edges of the drill bit to become dull. This likely required that the surgeon apply an increased amount of force to the drill causing the bit to break leading to this complaint condition. The device was manufactured in june 2011 and is over four years old. The balance of the returned device is in fairly worn condition with dulled cutting edges and signs of wear along its length. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The risk assessment adequately addresses the complaint event. No non-conformance reports germane to the complaint condition were generated during the production of this device. It is likely that four years of consistent use has caused the cutting edges of the drill bit to become dull. This likely required that the surgeon apply an increased amount of force to the drill causing the bit to break leading to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: release to warehouse date: june 7, 2011 ¿ manufacturing location: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that a drill bit broke while opening the medullary canal during a hip fracture repair procedure on (B)(6) 2016. There were no fragments generated and another bit was available. The procedure was completed successfully with a reported five (5) minute delay. The patient's status is unknown. This report is 1 of 1 for (B)(4).